Event description:
It was reported that the patient experienced hypotension after the xact stent implantation in the right internal carotid artery. 2 hours later the patient developed left sided weakness. Evaluation revealed a watershed type stroke thought to be a result of the period of hypotension. Although improving, the patient was discharged to a rehabilitation facility 7 days after the carotid procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, weakness, and stroke are known observed and potential adverse events as listed in the electronic instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, new information was received indicating that intervention with thrombolytic therapy was performed to treat the previously reported stroke.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).